Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an esophagectomy procedure, there was difficulty placing the anvil. The anvil damaged the esophagus. They had to use a smaller stapler (25mm instead of 28mm or 29mm) to complete the case. There were no patient consequences. One device was discarded.